Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center front panel was blinking after turning on. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d8, d9, h3, h4, h6. The device was returned to olympus for inspection, and the front panel malfunction was not confirmed. However, during device inspection, a potential adverse event was confirmed where the video connector socket was worn out and the image was interrupted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported front panel malfunction was not reproduced and a root cause was not determined. The worn video socket/image issue occurred because the electrical communication does not work properly, as the socket was worn. Olympus will continue to monitor field performance for this device.